Event description:
A user facility reports that during intraocular lens (iol) implant surgery, one of the haptics of the lens broke. The incision was widened to remove the lens and insert a replacement. Add'l info has been requested.